Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.

Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. According to the complainant, during the procedure, the patient began to move and caused saline to leak into the vagina. The physician aborted the procedure and pulled the scope out prematurely. The fluid leak resulted in a minor, first degree burn of the labia and cervix. The burn was treated with silvadene cream.